Manufacturer narrative:
A device history record (DHR) review was performed and found no abnormalities for the reported issue. The product passed every production step. There was no evidence to indicate a nonconformance of the product in question. The issue (air in the oxygenator) was seen before and there was a previous MDR related to (B)(4). In that case, investigation showed that there was no problem with the oxygenator (no failure confirmed), but it was established that the tubing set was not airtight, and this was investigated in another complaint. Note that the customer neither alleged nor was of the opinion that the death of the patient was attributed to the oxygenator. The product was returned to maquet cardiopulmonary for investigation, and the conclusion of the investigation was that there was no product-related issue found (the product was not contributory to the reported adverse event, and no additional health risk related to the product was identified), and the failure as reported by the customer could not be confirmed. There is no indication of a systemic issue and no further actions are warranted.

Event description:
(B)(4).

Manufacturer narrative:
A tightness test was performed. No air was detected in the system. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Reference uf/importer # (B)(6). (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received for eval. Investigation is still pending. A supplemental report will be submitted when add'l info becomes available. (B)(4).